Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 16aug2019. The field service engineer (fse) confirmed the reported problem. The front bezel has been replaced. Unit pass all required test and return for use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the navigation-ring is unresponsive. The customer reported that there was no patient involvement.